Event description:
This ra lead was implanted on (B)(6) 1999 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that after the device changed lead switched from bipolar to unipolar and many out of range impedance values. The physician was unknown at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).